Event description:
Patient called lfs on 10/01 alleging that surestep flexx meter had been giving erratic readings. Based on the information in case point it indicates that hcp tested a patient (unknown) and obtained a reading of 65 and a 275. It mentions that hcp asked patient if they wanted juice and retested. Unknown if that result was the 275. Patient had no symptoms. Nurse did not know patient's hematocrit level. It memtions that nurse did perform qc but the qc was out of range. In the potential medical lab it indicates "nurse received two back to back readings. The cv is more than 20%. The nurse did not have all the patient's info. Eg. Age, weight and gender".